Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a procedure, the maverick2 monorail ptca catheter balloon ruptured at 10 atms on the second inflation. The number of atms reached on the initial inflation is unk. The device crossed the lesion with difficulty. The lesion being treated was a calcified, 99% stenotic lesion in the proximal left circumflex (lcx) coronary artery. A terumo introducer sheath, a launcher guide catheter and a bmw guidwire were also used in the procedure. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.